Event description:
It was reported that shaft break occurred. A 4.0x220x150 (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the shaft failed and broke. There were no patient complications reported.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first day of the month of the aware date was selected.